Manufacturer narrative:
The device was used for treatment. The lot number of this device was not provided, therefore a review of the device history record could not be performed. Also, the device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, the following controls are in place to mitigate the reported product issue. Additionally, inspection procedures require all oscor products to pass all in-process and qa final inspections before shipping to the customer. The 0.038" guidewires are inspected for correct outer diameter at the supplier, and are provided with certificates of conformance demonstrating that they met the specifications as required from the supplier. As per instructions for use (IFU): remove the syringe and insert soft tip of guidewire through the introducer needle into the vessel. Advance guide wire guide to required depth. Leave an appropriate amount of guide wire exposed. Hold guide wire in place and remove introducer needle. Do not withdraw the guide wire back into the cannula as this may result in separation of the guide wire. The cannula should be removed first. At no time should the guide wire be advanced or withdrawn when resistance is met. Determine the cause of resistance before proceeding. Fluoroscopic verification of the guide wire's entrance into the superior vena cava and right atrium is suggested. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported during the implant procedure, the guidewire became stuck inside the needle and could not be removed during subclavian puncture, and therefore, needle and wire were required to be removed. A second ss7 introducer was used for the additional subclavian puncture, time frame of the second procedure could not be determined by the customer. No patient complications, or injury have been reported as a result of this event. The product was discarded, and lot number was not provided to the customer.